Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0872 inches. Tested with a test p-cap and the test p-cap locked in place properly. No pump error 3, 54, 81, or 82 alarms during testing. Successfully downloaded history files and traces using thus. Pump error 3 was present in the history download on event date of 21-dec-2021 at 20:06:52.000 (file number: 2002, line number: 2803). Pump error 54 was present in the history download on event date of 21-dec-2021 at 20:06:50.000 (esf# esf3010978, file number: 32122, line number: 1421). Pump error 81 was present in the history download on event date of 20-dec-2021 at 07:41:00.000 (file number=16, line number=416). Pump error 82 was present in the history download on event date of 20-dec-2021 at 07:41:00.000 (file number=16, line number=382). In further full review of the pump history on the event date of 24-dec-2021 found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 84.875 u. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Motor was tested outside of pump and no errors alarmed. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay. Pump error 54, pump error 3, and pump error 82 confirmed due to hardware anomaly. Unable to verify customer alleged for high bg. Pump error 81 not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer reported via phone call that they experienced high blood glucose level with main arm cannot communicate with the motor arm, hal software error detected, the motor processor did not ack a command from delivery manager in reasonable time. Data in alarm can identify which command it was and the hrm task did not grant motor power in reasonable time. The customer¿s blood glucose level was 28.7 mmol/l at the time of the incident. The customer stated they were able to clear the alarm and were not able to complete the rewind. Customer stated that many pump error alarms were found in the history. The auto mode status was unknown. The insulin pump was not exposed to high magnetic field. The insulin pump will not returned for analysis.